Event description:
Report received of a non-delivery of oxytocin. The pt was in labor receiving oxytocin. The infusion was being titrated to effect. It was reported that eight hrs after initiation of the infusion, it was noted that no fluid had been delivered to the pt. There were no pump alarms. The staff did not check to see if fluid was dripping in the drip chamber at the initiation of therapy. It was reported that the tubing was properly loaded into the pump. The pump was replaced. The pt's labor was prolonged, but there was reported adverse sequelae to the pt. No medical intervention were required.